Manufacturer narrative:
Exemption number e2015055. Two devices were received for evaluation; 2 events were confirmed during testing. Two devices were found to be affected by damaged internal components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events, in which the device reportedly overheated. There was no patient involvement; no patient impact.